Event description:
It was reported the biopsy valve had foreign material of grainy black pieces come out during cleaning. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, h11. Corrected fields: a2, a4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicate that the product was manufactured, tested in accordance with all applicable procedures, and met all final product release criteria. The device was returned to olympus for inspection, and the reported failure was confirmed. The returned device was damaged, so an unused returned device of the same lot was used to perform functional testing. That functional testing was performed based on the procedure in chapter 9.5 inserting and withdrawing the endo-therapy accessories of the IFU (maj-210 IFU.pdf). As a result, we found the following. Even when the device was inserted and removed 20 times in a straight line, the biopsy valve was not damaged. When the biopsy forceps was inserted and removed at an angle, it became heavier to insert and remove, and the biopsy valve was damaged after 5 times. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event is caused by a component failure of the biopsy valve. Olympus will continue to monitor field performance for this device.